Manufacturer narrative:
B3 - date of event is unknown. The suspected device was returned for evaluation. There was no 12-month service history during the review. Visual inspection had been performed, and downstream occlusion seal was found to be cracked. Customer complaint was confirmed, and dso seal had been replaced. The device passed all functional testing after repair.

Event description:
It was observed during inspection of a returned cadd pump that the downstream occlusion seal was cracked. This may lead to fluid ingress into the pump which will interrupt therapy during infusion if it recurs.